Event description:
This patient suffered an aortic rupture after a palmaz balloon expandable stent was inserted in an attempt to stop a type I endoleak. The rupture could not be repaired and the patient was converted to open surgical repair. The patient died two days following the procedure. The patient is a female. The patient's aorta was friable and there was some angulation in the proximal neck, but the angulation was not outside the recommended parameters in the instructions for use. In 2007, a gore excluder aaa endoprosthesis trunk-ipsilateral leg component were implanted to repair an infrarenal abdominal aortic aneurysm. An intraoperative angiogram revealed a proximal type I endoleak. A coda balloon catheter was used to balloon the proximal end of the trunk-ipsilateral leg component, but the proximal type I endoleak persisted. Two gore excluder aaa endoprosthesis aortic extender components were implanted, again the proximal type I endoleak persisted. A palmaz balloon expandable stent was implanted and an intraoperative angiogram revealed that the aorta had ruptured. The physician implanted a third gore excluder aaa endoprosthesis aortic extender component, but the rupture was not repaired. The patient was converted to open surgical repair. It was reported that the patient died two days later. The physician stated that he believes the balloon of the stent delivery system and the indeflator were not working correctly as a unit and caused the aortic rupture. He was not specific as to what the difficulty was. Multiple attempts to acquire additional information have been made and have been unsuccessful. The facility would not release a discharge summary or autopsy report. Patient films were not available.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information to be submitted 30 days upon receipt.